Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer reported the monopolar curved scissors (mcs) instrument had a frayed cable. The procedure was completed as planned and with no reported injury.